Event description:
- -

Event description:
Boston scientific received information that when this programmer was turned off, the touchscreen remained black and there was a burning smell. No software update was performed. The programmer was not physically altered and no smoke was emitted. The programmer was returned for analysis. No patient was present.

Manufacturer narrative:
Upon receipt, visual inspection did not reveal any issues. It was noted the bottom rubber foot was missing and was replaced. Analysis confirmed the display screen was damaged and was replaced. It was thought the reported burning smell was due to an overheated inverter printed circuit board that had melted. The software was reloaded and the programmer repair was completed.